Event description:
The following is a summary of the info that was communicated to viasys personnel on june 6, 2007: the pt was unable to breathe on his own and required air through a tracheotomy tube. The patient had been moved around a couple of times, and was removed from his room, so the staff could clean the room. When the staff returned the pt to the room, they did not verify that the breathing circuit [no model specified] was securely connected to the ventilator. Some time later staff heard the ventilator alarming and came in and found that the circuit had been disconnected from the ventilator (this occurred in late 2006). The pt died later that day (the risk manager did not specify what measures were taken.) The coroner was contacted and the coroner's office did conduct an investigation and the coroner ruled that the death was caused by the disconnection of the breathing circuit with secondary causes being the patient's underflying conditions (e.g. Diverticulitis, hypertension). The hospital believes that the disconnection was "user error" as their personnel failed to verify that the circuit was securely connected to the ventilator. The following is a summary of the information that was communicated to viasys personnel in 2007: the patient was on a viasys ventilator when a "tube fell off while a nurse was fluffing his pillow." The nurse reinserted the tube and a few minutes later, found the patient unconscious. The patient died later that day. The nurse claims the ventilator malfunctioned.

Manufacturer narrative:
This event was reported to have occurred in 2006, and the initial information received by viasys on june 6, 2007 from the user facility did not contain any information to indicate that the device malfunctioned during the event. The device in fact was reported to have alarmed appropriately which alerted the staff to the situation. At which time the staff responded. It was also reported that the user facility believed that the patient circuit disconnected was "user error" as their staff failed to verify that the patient circuit was securely connected to the device. Additionally, it was reported that the coroner ruled that the pt's death was caused by the disconnection of the breathing circuit with the secondary cause being the patient's underlying medical condition. Six days later, viasys received additional information that a member of the user facility's staff is now alleging that the device did malfunction though no specific malfunction was identified. Based on the information provided by the user facility and the amount of time (over 4 months) that has transpired since the event occurred and it was reported to us, we have determined that an evaluation of the unit involved in the event is not necessary.